Event description:
The customer reported that this unit had a blank screen and was beeping.

Manufacturer narrative:
The customer reported that this unit had a blank screen and was beeping. The customer evaluated the device and ordered a control pca. The control pca was replaced. This resolved the reported issue.